Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous proximal right coronary artery. The lesion was pre-dilated with a 2.25 x 15 mm non-bsc balloon and a non-bsc ivus was unable to cross the lesion. The 3.0 x 24 mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. The stent was examined and it was noted that the edge of the stent was lifted up. The procedure was completed with another promus element mr stent. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous proximal right coronary artery. The lesion was pre-dilated with a 2.25 x 15mm non-bsc balloon and a non-bsc ivus was unable to cross the lesion. The 3.0 x 24mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. The stent was examined and it was noted that the edge of the stent was lifted up. The procedure was completed with another promus element mr stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device noted stent damage. A strut in the middle of the stent was raised and misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).